Event description:
It was reported that the pt is no longer able to hear anything. The pt has suffered an impact but it is reported that he was unable to hear before the impact. Testing showed that all the electrode channels have hi impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.